Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received a result of 201 mg/dl. The normal control range was 112-161 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation and the customer was to dispose of her breeze meter. A breeze 2 meter kit was sent to the customer.